Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("horrible pelvic pain, especially on the left side/ pain"), genital haemorrhage ("persistent bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and breast cancer ("breast cancer") in a 42-year-old female patient who had essure (batch no. 978396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left coil was curled in on itself". The patient's past medical history included recurrent abortion, uterine dilation and curettage, appendectomy in 1994 and lumbar discectomy in 2007. Previously administered products included for hormone control for migraines: nuvaring from 2008 to 1-jan-2012; for birth control: birth control pill from 1986 to 2008. Concurrent conditions included allergic reaction to analgesics and herniated disc. Family history included brca1 gene mutation (paternal great aunt), non-hodgkin's lymphoma (father), gout (father), migraine (father), hypertension (mother) and macular degeneration (mother). Concomitant products included colecalciferol (vitamin d), diclofenac sodium (diclophenac), sumatriptan (imitrex), tamoxifen and tocopherol (vitamin e). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced device deployment issue ("one side did not deploy correctly"), complication of device insertion ("complication of device insertion") and the first episode of procedural pain ("painful insertion"). On (B)(6) 2012, the patient experienced menorrhagia ("heavy period with clots/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced migraine ("increased and worse migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required). On (B)(6) 2014, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), the second episode of procedural pain ("very painful dye test"), dysmenorrhoea ("periods with cramping/dysmenorrhea (cramping)"), weight increased ("weight gain"), uterine leiomyoma ("fibroids on the uterus and tube"), fallopian tube leiomyoma ("fibroids on the uterus and tube"), breast cancer (seriousness criterion medically significant) and abdominal pain lower ("lower left abdomen pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy / surgery to remove essure) and surgery (right breast lumpectomy). Essure was removed on 21-dec-2016. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of procedural pain, menorrhagia, migraine, vaginal haemorrhage, headache and abdominal pain lower had resolved and the uterine haemorrhage, device deployment issue, complication of device insertion, dysmenorrhoea, weight increased, alopecia, uterine leiomyoma, fallopian tube leiomyoma, breast cancer and fatigue outcome was unknown. The reporter provided no causality assessment for alopecia, breast cancer, complication of device insertion, device deployment issue, dysmenorrhoea, fallopian tube leiomyoma, menorrhagia, migraine, pelvic pain, uterine haemorrhage, uterine leiomyoma, weight increased, the first episode of procedural pain and the second episode of procedural pain with essure. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, headache and vaginal haemorrhage to be related to essure. The reporter commented: will be having a partial hysterectomy (uterus and tubes removed, ovaries must stay due to having breast cancer and was on tamoxifen) insertion details: the patient was taken to the office procedure room. The right tubal ostia was identified first and cannulated with the essure tubal ligation device inserted in the black ring and stabilized, and was attempted to be deployed, but there was difficulty with the release mechanism. This was removed and a second device was placed and deployed without difficulty. The patient tolerated the procedure well and left in stable condition. The patient believes that her pain is attributed to her essure coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 11-dec-2012: essure bilaterally. Confirmed blockage ultrasound breast - on an unknown date: suspicious 1.5 x 1.1 x 1.3 cm solid mass ultrasound scan vagina - on 11-dec-2012: confirmed blockage unknown date: dye test: left coil was curled in on itself. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital hemorrhage), confirming breast cancer, most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical record received. New reporters added. Patient demographic information and relevant history added. Product indication- permanent birth control by bilateral occlusion of the fallopian tubes added. Events abnormal bleeding (vaginal), headaches, fatigue and lower left abdomen pain added. Lot number updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw 5066693) on 28-dec-2016. The most recent information was received on 17-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("horrible pelvic pain, especially on the left side/ pain"), genital haemorrhage ("persistent bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and breast cancer ("breast cancer") in a 42-year-old female patient who had essure (batch no. 978396-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "one side did not deploy correctly" on (B)(6) 2012 and device physical property issue "left coil was curled in on itself". The patient's past medical history included recurrent abortion, uterine dilation and curettage, appendectomy in 1994 and lumbar discectomy in 2007. Previously administered products included for hormone control for migraines: nuvaring from 2008 to (B)(6) 2012; for birth control: birth control pill from 1986 to 2008. Concurrent conditions included allergic reaction to analgesics and herniated disc. Family history included brca1 gene mutation (paternal great aunt), non-hodgkin's lymphoma (father), gout (father), migraine (father), hypertension (mother) and macular degeneration (mother). Concomitant products included colecalciferol (vitamin d), diclofenac sodium (diclophenac), sumatriptan (imitrex), tamoxifen and tocopherol (vitamin e). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("complication of device insertion") and the first episode of procedural pain ("painful insertion"). On (B)(6) 2012, the patient experienced menorrhagia ("heavy period with clots/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced migraine ("increased and worse migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required). On (B)(6) 2014, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), the second episode of procedural pain ("very painful dye test"), dysmenorrhoea ("periods with cramping/dysmenorrhea (cramping)"), weight increased ("weight gain"), uterine leiomyoma ("fibroids on the uterus and tube"), fallopian tube leiomyoma ("fibroids on the uterus and tube"), breast cancer (seriousness criterion medically significant) and abdominal pain lower ("lower left abdomen pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy / surgery to remove essure) and surgery (right breast lumpectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of procedural pain, menorrhagia, migraine, vaginal haemorrhage, headache and abdominal pain lower had resolved and the uterine haemorrhage, complication of device insertion, dysmenorrhoea, weight increased, alopecia, uterine leiomyoma, fallopian tube leiomyoma, breast cancer and fatigue outcome was unknown. The reporter provided no causality assessment for alopecia, breast cancer, complication of device insertion, dysmenorrhoea, fallopian tube leiomyoma, menorrhagia, migraine, pelvic pain, uterine haemorrhage, uterine leiomyoma, weight increased, the first episode of procedural pain and the second episode of procedural pain with essure. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, headache and vaginal haemorrhage to be related to essure. The reporter commented: will be having a partial hysterectomy (uterus and tubes removed, ovaries must stay due to having breast cancer and was on tamoxifen) insertion details: the patient was taken to the office procedure room. The right tubal ostia was identified first and cannulated with the essure tubal ligation device inserted in the black ring and stabilized, and was attempted to be deployed, but there was difficulty with the release mechanism. This was removed and a second device was placed and deployed without difficulty. The patient tolerated the procedure well and left in stable condition. The patient believes that her pain is attributed to her essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure bilaterally. Confirmed blockage. Ultrasound breast - on an unknown date: suspicious 1.5 x 1.1 x 1.3 cm solid mass. Ultrasound scan vagina - on (B)(6) 2012: confirmed blockage. Unknown date: dye test: left coil was curled in on itself. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital hemorrhage), confirming breast cancer, most recent follow-up information incorporated above includes: on 17-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: deployment difficulty is defined as failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), physician must perform these steps in order to achieve proper deployment: rollback to initial hard stop. Depress button. Final rollback. When the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengaged, the outer coils should expand, if not, this is referred to deployment difficulty. Several factors can contribute, most likely causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire and potential manufacturing deficiencies. Sample not available. Review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Quality defect or device malfunction not confirmed, but possibility of technical issue not excluded. A deployment difficulty event is an anticipated event, there was no event reported which indicates a new technical failure mode for the device. Defect type corresponds to the following meddra llts: device deployment issue, device shape alteration. Product quality defect not confirmed but considered plausible, a relationship with reported medical events cannot be totally excluded. Similar cases invest. For this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 26-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced horrible pelvic pain, especially on the left side amongst non serious events. Plaintiff also experienced breast cancer. Pelvic pain is anticipated whereas breast cancer is unanticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure insertion and the lack of alternative explanation, causality with essure cannot be excluded. Considering the pathophysiology of the breast cancer and the fact that up to date no carcinogenic effects have been attributed to essure, the causality between cancer and essure is assessed as unrelated. The term disability was mentioned as event outcome and the reporter did not specify it. However, it was reported that an intervention will be required (consumer will be having a partial hysterectomy with salpingectomy), therefore case was regarded as incident. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information are being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("horrible pelvic pain, especially on the left side/ pain"), genital haemorrhage ("persistent bleeding") and breast cancer ("breast cancer") in a female patient who had essure (batch no. 975396) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue ''left coil was curled in on itself". Concomitant products included cholecalciferol (vitamin d), diclofenac sodium (diclophenac), sumatriptan (imitrex), tamoxifen and tocopherol (vitamin e). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced device deployment issue ("one side did not deploy correctly"), complication of device insertion ("complication of device insertion") and the first episode of procedural pain ("painful insertion"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the second episode of procedural pain ("very painful dye test"), menorrhagia ("heavy period with clots"), dysmenorrhoea ("periods with cramping"), migraine ("increased and worse migraines"), weight increased ("weight gain"), alopecia ("hair loss"), uterine leiomyoma ("fibroids on the uterus and tube"), fallopian tube disorder ("fibroids on the uterus and tube") and breast cancer (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy with salpingectomy will be performed/ surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device deployment issue, complication of device insertion, the last episode of procedural pain, menorrhagia, dysmenorrhoea, migraine, weight increased, alopecia, uterine leiomyoma, fallopian tube disorder and breast cancer outcome was unknown and the genital haemorrhage had not resolved. The reporter provided no causality assessment for alopecia, breast cancer, complication of device insertion, device deployment issue, dysmenorrhoea, fallopian tube disorder, menorrhagia, migraine, pelvic pain, uterine leiomyoma, weight increased, the first episode of procedural pain and the second episode of procedural pain with essure. The reporter considered genital haemorrhage to be related to essure. The reporter commented: will be having a partial hysterectomy (uterus and tubes removed, ovaries must stay due to having breast cancer and was on tamoxifen). Diagnostic results: unknown date: dye test: left coil was curled in on itself. Quality-safety evaluation of ptc: deployment difficulty is defined as failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), physician must perform these steps in order to achieve proper deployment: rollback to initial hard stop. Depress button. Final rollback. When the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengaged, the outer coils should expand, if not, this is referred to deployment difficulty. Several factors can contribute, most likely causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire and potential manufacturing deficiencies. Sample not available. Review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Quality defect or device malfunction not confirmed, but possibility of technical issue not excluded. A deployment difficulty event is an anticipated event, there was no event reported which indicates a new technical failure mode for the device. Defect type corresponds to the following meddra llts: device deployment issue, device shape alteration. Product quality defect not confirmed but considered plausible, a relationship with reported medical events cannot be totally excluded. Similar cases invest. For this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 29-sep-2017: f/u summons received - event persistent bleeding added and event pain clubbed with previously reported event. Essure start and stop date added. Case classification updated to potential legal case. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was reported via regulatory authority FDA (reference number: mw 5066693) on 28-dec-2016 and was forwarded to bayer on 29-dec-2016. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("horrible pelvic pain, especially on the left side") and breast cancer ("breast cancer") in a female patient who received essure (batch no. 975396). The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On (B)(6) 2012, 1 day after starting essure, the patient experienced device deployment issue ("one side did not deploy correctly"), complication of device insertion ("complication of device insertion") and the first episode of procedural pain ("painful insertion"). On (B)(6) 2012, the patient experienced pelvic pain (serious criteria disability, medically significant and clinically significant/intervention required). On an unknown date, the patient experienced the second episode of procedural pain ("very painful dye test"), device physical property issue ("left coil was curled in on itself"), menorrhagia ("heavy period with clots"), dysmenorrhoea ("periods with cramping"), migraine ("increased and worse migraines"), weight increased ("weight gain"), alopecia ("hair loss"), uterine leiomyoma ("fibroids on the uterus and tube"), fallopian tube disorder ("fibroids on the uterus and tube") and breast cancer (serious criterion medically significant). The patient was treated with surgery (partial hysterectomy with salpingectomy will be performed). At the time of the report, the pelvic pain, device deployment issue, complication of device insertion, first episode of procedural pain, second episode of procedural pain, device physical property issue, menorrhagia, dysmenorrhoea, migraine, weight increased, alopecia, uterine leiomyoma, fallopian tube disorder and breast cancer outcome was unknown. The reporter provided no causality assessment for pelvic pain, device deployment issue, complication of device insertion, the first episode of procedural pain, the second episode of procedural pain, device physical property issue, menorrhagia, dysmenorrhoea, migraine, weight increased, alopecia, uterine leiomyoma, fallopian tube disorder and breast cancer with essure. The reporter commented: will be having a partial hysterectomy (uterus and tubes removed, ovaries must stay due to having breast cancer and was on tamoxifen) diagnostic results: unknown date: dye test: left coil was curled in on itself. Most recent follow-up information incorporated above includes: on 3-jan-2017: coding request: event fibroids on the uterus and tube was split into pt: uterine leiomyoma and fallopian tube disorder. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced horrible pelvic pain, especially on the left side amongst non serious events. Plaintiff also experienced breast cancer. Pelvic pain is anticipated whereas breast cancer is unanticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure insertion and the lack of alternative explanation, causality with essure cannot be excluded. Considering the pathophysiology of the breast cancer and the fact that up to date no carcinogenic effects have been attributed to essure, the causality between cancer and essure is assessed as unrelated. The term disability was mentioned as event outcome and the reporter did not specify it. However, it was reported that an intervention will be required (consumer will be having a partial hysterectomy with salpingectomy), therefore case was regarded as incident. A product technical analysis and further information are being sought.